Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas with an inset 23" 6 mm infusion set and dexcom g7 sensors, associated with running out of insulin and requiring a complete supply change; the user successfully changed supplies and resumed therapy. Symptoms included elevated blood glucose, with a reported maximum of 271 mg/dl and duration of approximately two hours outside target range, without ketone testing, backup therapy, or medical intervention. Outcomes included no reported injury, no loss of consciousness, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms or alerts and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.